Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm for desaturation. A pt death was reported. The central station logs show no desaturation alarm and show repeated alarm suspension both before and immediately after any alarms sounded. No specific information with respect to the time or duration of the reported desaturation event has been provided. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. A pt death was reported.